Event description:
The facility reported a pump with a false air in line alarm. This occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital representative.